Event description:
It was reported that on (B)(6) 2014, the patient underwent a coronary procedure to treat a target lesion in the mid left anterior descending (lad) artery. During the procedure, a 2.5 x 8 mm nc trek dilatation catheter was used for pre-dilatation. A dissection occurred and st elevation was noted. A 3.0 x 8 mm xience alpine stent and a 3.0 x 12 mm xience alpine stent were implanted to treat the dissection. The patient condition resolved on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Relevant tests/laboratory data, including dates (B)(6) 2014 (11:30): ck=101 u/l, normal upper limit 308 u/l. (B)(6) 2014 (04:30): ck-mb=3.4 ng/ml, normal upper limit 5.0 ng/ml. (B)(6) 2014 (11:30): ck-mb=3.6 ng/ml, normal upper limit 5.0 ng/ml. (B)(6) 2014 (04:30): troponin I=0.66 ng/ml, normal upper limit 0.10 ng/ml. (B)(6) 2014 (11:30): troponin I=0.78 ng/ml, normal upper limit 0.10 ng/ml. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported patient effect of dissection is a known observed and potential patient effect as listed in the nc trek instruction for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the information reviewed, there is no indication of a product deficiency.